Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot me8cxlq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: all the below answers are unknown. The patient demographic info: age, weight, bmi at the time of index procedure. What tissue was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Was any deficiency or anomaly noted on the suture prior to use? Were any cultures performed of the wound secretion? If so, results? Can you explain ¿wound healing found poor¿? What date was the debridement procedure? Can you describe the appearance of the suture during the second procedure? What was used to reclose the wound after the debridement procedure? What is the surgeon opinion as to relationship of the suture and the inflammation 6 days post op? What is the surgeon opinion of the contributing factors to the event of inflammation? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an episiotomy repair in natural childbirth on (B)(6) 2019 and suture was used. On (B)(6) 2019, the patient was discharged from the hospital without symptoms of discomfort. Six days after the procedure, the patient suffered from erythema, inflammation, pain and wound secretion on the perineal wound. The wound healing was found to be poor. The suture was removed. Disinfection and debridement, and antibiotic drugs were given to prevent infection. On (B)(6) 2019, the patient's perineal wound healed well without any other discomfort, and then the patient was discharged from the hospital. No additional information was available.